Event description:
A malfunction alarm was reported with the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy, and instructions for returning the problematic pump and putting it into storage mode were provided and acknowledged by the customer.